Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The reported event of damage to the outer jacket of the modular cable was confirmed through analysis of the submitted images and video. The system controller event log file contained events on 13aug2025, from 08:20:01 to 11:06:26, per the timestamps. A driveline comm fault alarm was active for the entire duration of the log file. No other notable events or alarms were captured, and the system appeared to operate as intended. The customer submitted 1 photo and 1 video for review, as well as multiple screenshots from the video. The photo showed the communication fault alarm appearing on the screen of the controller. The video showed the length of the patient's pump cable and modular cable. The entirety of the modular cable was wrapped with a brown tape. A breach of the outer jacket was noted on the modular cable, exposing the armor layer. No wires were exposed, and the damage appeared to be cosmetic in nature. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history record for modular cable, lot number 7226225, was reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook is currently available. Section 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the lvad to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the communication fault alarm, as well as how to respond to each alarm condition. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the communication fault alarm, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including communication fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was at home and saw a driveline communication fault message on the mini-console. The patient subsequently went to the emergency room at the cardiovid clinic, the only clinic open for left ventricular assist device (lvad) in the city. There, the patient was monitored, demonstrating hemodynamic stability and adequate pump function. The patient was hospitalized. The patient was admitted, and a request was made if there was any method available to assess the integrity of the internal conductors of the driveline cables (both the pump and modular cables) in the patient already implanted. Visually, the external portion of the cable showed significant deterioration. Given this, if any additional diagnostic method such as fluoroscopy or another imaging technique was available was requested. The event log file captured constant driveline communication faults throughout the log file. An echocardiogram was done that showed recovery of the ventricular function which indicated that the patient could tolerate a brief stop of the pump. The modular cable was to be exchanged but the exact date for the exchange was unknown, the patient was being hospitalized and took short daily showers with precaution of covering the entire cable to prevent it from getting wet. It was noted that the modular cable exchange resolved the issue. The patient was stable and discharged from the hospital on the same say as the modular cable replacement.